Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision procedure in mitral position where post-procedure, the patient had a laceration of the dorsal wall of the common femoral vein. The issue did not show during procedure. There were no anatomical abnormalities with the access vessel or difficulties noted during advancement of guide or implant system. During the procedure, the edwards guide sheath held the vein stable but when the guide sheath was retracted, the issue could be noticed. There was bleeding after the procedure at the puncture site and it was assumed that either a wire or dilatator or guide (edwards or non edwards) was responsible for the laceration. The vein was compressed manually but when the issue did not solve it was decided to revise the puncture site surgically.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with empirical evidence as confirmed by the edwards clinical specialist present at the case. The device training manuals instructs the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As described in the event description, there were no anatomical abnormalities with the access vessel or difficulties noted during advancement of guide or implant system. There was bleeding after the procedure at the puncture site and it was assumed that either a wire or dilatator or guide (edwards or non edwards) was responsible for the laceration. The vein was compressed manually but when the issue was not solved it was decided to revise the puncture site surgically. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that procedural related factors likely resulted in this event, as the edwards guide sheath held the vein stable during the procedure and was only noticed once the guide sheath was retracted at the puncture site.